Manufacturer narrative:
Visual and optical examination of the rods did not identify crack, fracture, or breakage.

Event description:
It was reported that a patient underwent a procedure for lumbar fusion at l4-s1 with implant of posterior pedicle screw/rod fixation. Post-op, a rod was reportedly broken and the patient underwent an additional procedure to remove the device.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.